Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was over heating during routine check. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse installed a new power management board. The fse then performed all functional and safety checks and the unit was returned to the customer and cleared for clinical use. The national repair center installed the power management board into the cardiosave test fixture and tested the power management board to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the power management board. Retaining the board in the national repair center per procedure.

Event description:
N/a.